Manufacturer narrative:
Per -1905 combined report. Operative notes, x-rays, patient medical history and the explanted device were not available to provided for this event and thus there was only very limited information available for the investiagtion. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information that has been provided for this event, the root cause of the reported dislocation could not be identified and no further investigation can be conducted. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investiagtion. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 2 months due to dislocation.